Event description:
During remote follow-up, oversensing due to noise and low pacing impedance were observed on the right ventricular (rv) lead. Lead damage was suspected but not confirmed visually. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During remote follow-up, oversensing due to noise and low pacing impedance were observed on the right ventricular (rv) lead. Lead damage was suspected but not confirmed visually. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.